Event description:
Sorin group (B)(4) received a report of blood leaking underneath the s5 roller pump. The hosp reported this event to the local competent authority. The product listed on the report was another MFR's perfusion tubing set, not the s5 roller pump. The pt expired but there was no report that any sorin product caused or contributed to the death.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report of blood leaking underneath the s5 roller pump. The hosp reported this event to the local competent authority. The product listed on the report was another MFR's perfusion tubing set, not the s5 roller pump. The pt expired but there was no report that any sorin product caused or contributed to the death. The investigation is ongoing. A follow up report will be sent when the investigation is complete.